Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor electrode was missing. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the customer removed the sensor since she was trying to restart it over and over again but the sensor signal couldn't be found. She noticed that the electrode was missing. The sensor will not be returned for analysis.